Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was untouchably hot. The doctor did not want to give the remote monitor back to the patient who allegedly has dementia. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950l, serial/lot#:(B)(4): the remote monitor was returned and analysis revealed electrically defective part. Found failure code t1000 (bluetooth pair and connection) in rf functional test. Debugged and found defective u9. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.